Event description:
The customer reported that erroneously elevated triglyceride (tg) results were sporadically generated on an unicel dxc 600i synchron access clinical system for an undisclosed number of patients over an unknown number of days. The customer did not provide patient result printouts, patient information, or the number or dates for which samples were affected. The customer indicated that upon repeat on another instrument, the repeat tg results were lower. The erroneous tg patient results were not reported outside of the laboratory and hence, there were no reports of death, serious injury, or modification to patient treatment associated or attributed to this event. Sporadically elevated tg quality control (qc) results accompanied this event. Beckman coulter inc. Assessment of customer supplied instrument/chemistry performance data indicated that tg quality control (qc) results were elevated several times since (B)(6) 2012. Sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) replaced the cartridge chemistry (cc) sample syringe and the cc sample probe. The fse then performed a tg calibration and a precision assessment of controls. The system was deemed fully operational based upon these results and was returned back into operation. The cause of the event was either the cartridge chemistry sample syringe or sample probe.